Event description:
Hospital emergency room personnel responded to a person in cardiac arrest. The device was used to deliver shocks of 200 and 300 joules but the patient's rhythm was not converted. The device was charged to 360 joules but, according to the reporter, the device would not deliver the energy. A backup device was immediately called for and used but the patient was not resuscitated. The reporter stated the patient's death was not caused or contributed to by the alleged device malfunction because the patient was not viable.